Event description:
The reporter stated there was an incident where another manufacturer's product (hudson stylet 5-15102) was being used with the uncuffed endotracheal tube. They reported that the coating from the hudson stylet came off and deposited in the endotracheal tube. No other information regarding any patient involvement or any other information was provided.